Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was observed to be a "a pin hole near the side seam". This issue was identified after filling and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the actual sample was received for valuation. Unaided visual inspection was performed which observed a marking of the alleged area of the leak. A functional testing was performed which revealed a leak in front right side near the edge of the bag. Visual inspection with magnification verified a tear in front on the right side near the edge. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.